Manufacturer narrative:
Preliminary analysis showed that the returned device operated within specifications.

Event description:
Reportedly, during re-intervention on (B)(6) 2015 due to re-positioning of the atrial lead, the pacemaker showed intermittent ventricular pacing. The physician replaced both atrial lead and pacemaker which should be returned for analysis. Preliminary analysis showed that the device was operating within specifications.

Event description:
Reportedly, during re-intervention on (B)(6) 2015 due to re-positioning of the atrial lead, the pacemaker showed intermittent ventricular pacing. The physician replaced both atrial lead and pacemaker which should be returned for analysis. Preliminary analysis showed that the device was operating within specifications.

Manufacturer narrative:
The device model involved in this report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during re-intervention on (B)(6) 2015 due to re-positioning of the atrial lead, the pacemaker showed intermittent ventricular pacing. The physician replaced both atrial lead and pacemaker which should be returned for analysis.